Event description:
It was reported that the device turns off intermittently, the pt checks with his programmer and the device has turned off. No activations were recorded in the programmer logs. The pt will keep a diary to help isolate the issue. No other symptoms or outcome were reported. Additional info has been requested from hcp, but was not available on the date of this report.